Event description:
It was reported when the device was used for IV insertion procedure, the catheter did not seem to completely lock. The clinician laid the catheter down and when picking it up they sustained a needlestick. The clinician followed up with employee health for addtional consultation.